Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Broken/cracked condition confirmed. Visual examination of the infusor confirmed the white luer to be cracked. The root cause of the reported condition could not be determined. A batch review was performed. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) sv 2.5 infusor device was cracked at the location of the luer adaptor. According to the report, a huber needle was connected to the port on the patient's skin and miripla was added by a syringe to the huber needle. The huber needle was cleaned before the miripla used, however, the customer is reporting the miripla caused the luer adaptor to crack during use. There was patient involvement; no patient injury or medical intervention was reported.